Manufacturer narrative:
Device data was retrieved and reviewed. The data showed occasional little to no flow to the inferior vena cava (ivc), but a maintained arterial pressure. Furthermore, the device was evaluated by a service engineer (se) at the customer site. The ivc sensor presented with swings from positive to negative and no value at times. This resulted in the arterial flow issue which was reported. It should be noted that arterial flow requires data from both the ivc and portal flow sensors. Inspection found physical damage at the flow sensor cable near the joint to the sensor presenting a dislodge of the connector. Therefore, the sensor was removed and replaced. Subsequently, the device passed all testing.

Event description:
It was reported that no arterial flow was noted on the graphical user interface (gui). The device user (du) attempted troubleshooting with no changes. Message code 390 (low hepatic artery flow) was present.